Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4). The device is currently under investigation at our lab in (B)(4). A follow-up report will be provided after the inspection results are available.

Event description:
(B)(4).